Manufacturer narrative:
Investigation summary: root cause couldn't be determined due to unavailability of sample information. A complaint history review cannot be performed as no material and batch/lot number was provided. A device history record review cannot be performed as no material and batch/lot number was provided. Based on limited information available after multiple unsuccessful attempts to obtain - unable to assess the applicable risk management documentation.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
"It was reported that ""an attempt was made to cannulate the patient. Upon removal of the inner needle and flushing of the cannula, bleeding was observed around the cannula and fluid appeared to spurt from the insertion site. The cannula was removed as a device defect was suspected rather than incorrect placement, as the cannula flushed freely with no swelling or signs of extravasation. When the cannula was flushed again following removal, fluid was observed leaking from the side of the cannula tubing, confirming a suspected defect."" Staff removed and disposed of cannula".